Event description:
During investigation of a non-critical issue a distributor reported an error code "shock key fault". In this state defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Heartsine evaluated the device and was able to verify the reported issue through review of the software logs. The reported issue could be duplicated by holding the shock button during power on, this suggests the fault was due to an external force being applied to the shock button during installation. User error is suspected as the issue happened during the installation of the pad-pak and did not occur otherwise. This device was archived by heartsine and the customer received a replacement device.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During investigation of a non-critical issue a distributor reported an error code "shock key fault". In this state defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.